Event description:
It was reported that a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch was found to have leaked during the device evaluation. The report stated that the tubing had malfunctioned. There was no patient harm reported.

Manufacturer narrative:
Received two (2) used list #146870489 primary plum sets. Sample two arrived attached to a sodium chloride bag. As received no damage or anomalies were observed. The secondary port of each cassette was activated once using a syringe provided by ICU medical. No stick-down was observed. Each set was attached to an ICU medical-provided intravenous (IV) bag, primed per packaging directions, and a test infusion was performed. No cassette errors, occlusion alarms, or air-in-line alarms were generated and no restrictions in flow were noted on any of the sets. The same test was repeated on each secondary port using an extension set with spiros provided by ICU medical. Each set had a proximal air in-line alarm. Additionally, each set was leak-tested per specification. Leakage was observed from the clave of the secondary port of each set. The secondary port clave was disassembled. Partial coring on the seal, a bent spike, and a small amount of cold form damage were observed on the tip of the spike in sample 1. Coring on the seal and a broken spike was observed in sample 2. The complaint of tubing malfunction can be confirmed due to the damage observed on the secondary port leading to a pump alarm. Without the return of a mating device used to access the secondary port, the probable cause cannot be determined. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.